Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/8/2020. The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Date of procedure? Unknown. Date of reaction? Unknown. Are any photos of the reaction available? No. What product was used prineo clr602 or another? Clr602. What prep was used prior to, during or after adhesive use? Unknown. Please describe how was the adhesive was applied. Per the IFU. Was a dressing placed over the incision? If so, what type of cover dressing used? Unknown. It was noted steroid cream was prescribed, type and dosage? Unknown. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? No. Patient demographics: initials / ID, gender, age or date of birth; bmi unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. What is the most current patient status patient is healthy and fully recovered from skin irritation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information has been requested however not obtained to date. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Date of procedure? Date of reaction? Are any photos of the reaction available? What product was used prineo clr602 or another? What prep was used prior to, during or after adhesive use? Please describe how was the adhesive was applied. Was a dressing placed over the incision? If so, what type of cover dressing used? It was noted steroid cream was prescribed, type and dosage? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the most current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an spine surgery on unknown date in 2020 and topical skin adhesive with mesh was used. Post operatively the patient presented with a skin rash where the adhesive was applied to the incision. The patient was treated with a steroid cream. The patient is doing fine. Additional information has been requested.